Manufacturer narrative:
(B) (4): evaluation summary: the returned drill bit exhibited some nicks along the fluted portion of the bit. Additionally the drill bit fractured approximately 1/4" from the start of the flutes. The flutes of the drill are worn and very dull. The hardness was measured to be within tolerance. Incorrect alignment between the drill bit and any mating components could cause the surgeon to toggle the drill bit during surgery. The resultant forces from driving the bit into the bone and toggling the drill could possibly cause the bit to fracture; however, this cannot be conclusively determined with the information provided. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of over 14 years.

Event description:
It is reported that the drill bit fractured.